Event description:
A complaint was received from a customer that reported that the bottom half of the display is not showing. The customer is not alleging any harm and would like the meter replaced. A request was made to return the system for eval and in the meantime the replacement unit was provided.